Event description:
Customer called on (B)(6) 2012 reporting of a leak under the right side of their beckman coulter coulter lh 750 hematology analyzer. Customer was unable to locate the source of the leak and had requested service to check the instrument. Customer was wearing personal protective equipment consisting of gloves and a lab coat and no exposure or injury was reported as a result of the leak. Patient results were not affected and no erroneous results were generated. No change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and found the leak coming from a worn tubing on the diff mixing chamber. Fse proceeded to replace the tubing which resolved the leak. Repair was verified per established procedures and no further leaks were observed.

Manufacturer narrative:
(B)(4).